Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported experiencing elevated blood glucose level of 283 mg/dl so she checked her pump. Customer stated the insulin cartridge she had inserted only 8 hours prior was almost empty with 52 units of insulin remaining. Customer reported the cartridge had 315 units when she changed it. Customer alleges a delivery issue with the pump. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.